Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed but could not be completed and data logs could not be retrieved because the receiver would not turn on continuously re-initialized. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery was done during an internal inspection and passed. The customer complaint that the receiver ceased to function was confirmed. The root cause was determined to be a defective u4 component.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.